Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("chronic pelvic pain"), allergy to metals ("reaction to essure"), pelvic inflammatory disease ("pelvic swelling sickness"), chlamydial pelvic inflammatory disease ("suspicious of inflammatory pelvic sickness/ minor pelvic swelling sickness/ positive for chlamydia and endocery"), genital haemorrhage ("genital bleeding continuously"), craniocerebral injury ("traumatism in the encephalic skull"), facial paralysis ("peripheral paralysis on the right side of the face") and pyelonephritis ("pyelonephritis") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hiatus hernia (at three months of gestation),), inguinal hernia (at three months of gestation),), umbilical hernia (at three months of gestation),), peritonitis (at three months of gestation),), multiple cesarean sections, migraine, drug allergy (allergy to hyoscine butylbromide (buscapina), nolotil and primperan), pelvic infection from 2005 to 2006 and menses irregular with excessive bleeding in (B)(6) 2010. Previously administered products included for an unreported indication: contraceptive ring in 2005. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the first device was hard to be placed"), procedural pain ("the insertion was extremely painful"), vulvovaginal pain ("pain in vagina"), the first episode of pelvic pain ("pelvis pain") and the first episode of vaginal discharge ("leaving stains"). On (B)(6) 2010, the patient experienced the first episode of menorrhagia ("abundant menstruations for about two months"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), neck pain ("mechanic cervicalgia") and the first episode of dizziness ("secondary dizziness"). On (B)(6) 2010, the patient experienced accident at work ("work accident") and craniocerebral injury (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced the first episode of headache ("headache/ headache in the left side of the brain"), the first episode of vomiting ("vomiting/ vomits reactivated"), muscle strain ("overloaded of the left trapeze") and the second episode of dizziness ("secondary dizziness"). On (B)(6) 2010, the patient experienced the first episode of abdominal pain lower ("acute pain in left side"). In (B)(6) 2011, the patient experienced abdominal mass ("mass on her right side of the abdomen that was painful at touching") and abdominal tenderness ("mass on her right side of the abdomen that was painful at touching"). On (B)(6) 2011, the patient experienced the first episode of nausea ("nausea") and the second episode of headache ("headache"). On (B)(6) 2011, the patient experienced the second episode of menorrhagia ("hypermenorrhea"). On (B)(6) 2011, the patient experienced polymenorrhoea ("polymenorrhea") and fatigue ("tiredness"). On (B)(6) 2011, the patient experienced uterine polyp ("endometrial polyp"). On (B)(6) 2011, the patient experienced the first episode of metrorrhagia ("spotting intermenstrual with polycystic pattern"). On (B)(6) 2012, the patient experienced the third episode of headache ("headache"), the second episode of vomiting ("vomit") and photophobia ("photo phobia and lightning reflects"). On (B)(6) 2014, the patient experienced urinary tract infection ("recurrent urinary infection") and the third episode of menorrhagia ("abundant bleedings/ bleeding for over three weeks of evolution"). In (B)(6) 2014, the patient experienced the first episode of accident ("accidental fall over her left elbow") with musculoskeletal disorder. On (B)(6) 2014, the patient experienced the first episode of abdominal pain ("abdominal pain") and the second episode of metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient experienced chlamydial pelvic inflammatory disease (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the second episode of vaginal discharge ("spotting which was brown"). In (B)(6) 2015, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced osteochondritis ("osteochondritis") with back pain. On (B)(6) 2015, the patient experienced back pain ("lumbar pain in left side"), diarrhoea ("diarrhea"), the first episode of pyrexia ("fever") and blood urine present ("urine blood"). On (B)(6) 2015, the patient experienced the third episode of vomiting ("vomiting"). On (B)(6) 2015, the patient experienced renal pain ("pain in the renal fossa") and pyelonephritis (seriousness criterion medically significant). In 2015, the patient experienced post-traumatic pain ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity") and post procedural complication ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity"). On (B)(6) 2015, the patient experienced the second episode of abdominal pain ("abdominal pain"), the second episode of nausea ("nausea"), the fourth episode of vomiting ("vomiting") and asthenia ("weakness in general"). On (B)(6) 2015, the patient experienced the second episode of abdominal pain lower ("abdominal pain/ abdominal pain with cramps irradiating to left side/ abdominal pain in the hypogastric area") and the third episode of metrorrhagia ("metrorrhagias"). On (B)(6) 2015, the patient experienced menstrual disorder ("blood clots during menstruation"). On (B)(6) 2015, the patient experienced the second episode of pelvic pain (seriousness criteria hospitalization and intervention required) and allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2015, the patient experienced the second episode of pyrexia ("fever of 38.5") and the third episode of vaginal discharge ("abundant leucorrhea without odor"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of accident ("accidental fall after being pushed"). On (B)(6) 2016, the patient experienced polycystic ovaries ("polycystic ovaries in which mucus is present"). On an unknown date, the patient experienced weight decreased ("lost 7 kg weight since the insertion"), paresis ("feeling of paresis"), hypoaesthesia ("hypoesthesia"), the fourth episode of metrorrhagia ("metrorrhagia"), epigastric discomfort ("epigastric syndrome"), tension headache ("tensional headache"), the third episode of pelvic pain ("gynecological pains"), adverse event ("adaptive syndrome"), depression ("depressed/ abandoned"), tooth loss ("tooth fell") and alopecia ("hair is weaker"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with tranexamic acid (amchafibrin), tramadol, ketorolac, metamizole sodium (metamizol), antibiotics, ibuprofen, dexketoprofen trometamol (enantyum), paracetamol, surgery (salpingectomy bilateral via laparoscopy+ hysteroscopy on (B)(6) 2015 and essure devices removed.) And surgery (salpingectomy bilateral via laparoscopy+ hysteroscopy on (B)(6) 2015 and essure devices removed.). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, pelvic inflammatory disease, back pain, the last episode of abdominal pain, the last episode of nausea, the last episode of vomiting, asthenia, the last episode of abdominal pain lower, the last episode of pyrexia, the last episode of vaginal discharge, post-traumatic pain and post procedural complication had not resolved and the chlamydial pelvic inflammatory disease, complication of device insertion, procedural pain, vulvovaginal pain, genital haemorrhage, accident at work, craniocerebral injury, neck pain, muscle strain, the last episode of dizziness, weight decreased, abdominal mass, abdominal tenderness, paresis, hypoaesthesia, the last episode of metrorrhagia, polymenorrhoea, fatigue, uterine polyp, the last episode of headache, photophobia, urinary tract infection, the last episode of menorrhagia, facial paralysis, osteochondritis, diarrhoea, blood urine present, renal pain, pyelonephritis, epigastric discomfort, tension headache, the last episode of pelvic pain, adverse event, menstrual disorder, the last episode of accident, polycystic ovaries, depression, tooth loss and alopecia outcome was unknown. The reporter considered abdominal mass, abdominal tenderness, accident at work, adverse event, allergy to metals, alopecia, asthenia, back pain, blood urine present, chlamydial pelvic inflammatory disease, complication of device insertion, craniocerebral injury, depression, diarrhoea, epigastric discomfort, facial paralysis, fatigue, genital haemorrhage, hypoaesthesia, menstrual disorder, muscle strain, neck pain, osteochondritis, paresis, pelvic inflammatory disease, photophobia, polycystic ovaries, polymenorrhoea, post procedural complication, post-traumatic pain, procedural pain, pyelonephritis, renal pain, tension headache, tooth loss, urinary tract infection, uterine polyp, vulvovaginal pain, weight decreased, the first episode of abdominal pain, the first episode of abdominal pain lower, the first episode of accident, the first episode of dizziness, the first episode of headache, the first episode of menorrhagia, the first episode of metrorrhagia, the first episode of nausea, the first episode of pelvic pain, the first episode of pyrexia, the first episode of vaginal discharge, the first episode of vomiting, the second episode of abdominal pain, the second episode of abdominal pain lower, the second episode of accident, the second episode of dizziness, the second episode of headache, the second episode of menorrhagia, the second episode of metrorrhagia, the second episode of nausea, the second episode of pelvic pain, the second episode of pyrexia, the second episode of vaginal discharge, the second episode of vomiting, the third episode of headache, the third episode of menorrhagia, the third episode of metrorrhagia, the third episode of pelvic pain, the third episode of vaginal discharge, the third episode of vomiting, the fourth episode of metrorrhagia and the fourth episode of vomiting to be related to essure. The reporter commented: on (B)(6) 2010, essure devices were placed by hysterectomy, without complications according to file. However, the patient stated that she did not received anesthesia and reported the pain was 4-5 comparing with giving birth. The first device was hard to be placed and the physician told that she was to narrow, after just seconds she tried to do it again. It was too painful that she was crying. Both devices were placed. By (B)(6) 2015, she still experienced pelvic pain, the following day while on consultation the physician suggested that essure was the cause of the pain. On (B)(6) 2010, essure devices were checked and they were normal. After removing essure, she felt better so she considers as well as the physician that essure was the cause of the pain. Physician assessed essure was the cause for the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Hiv test - on (B)(6) 2015: negative. Hepatitis b virus test - on (B)(6) 2015: negative. Hepatitis c virus test - on (B)(6) 2015: negative. Human papilloma virus test - on (B)(6) 2015: positive; on (B)(6) 2016: negative. Pathology test - on (B)(6) 2015: fallopian tubes without alterations in histology. Pregnancy test - on (B)(6) 2011: was not pregnant. Streptococcus test - on (B)(6) 2015: streptococcus growth. Ultrasound scan - on (B)(6) 2011: endometrial polyp. On (B)(6) 2010, essure devices were checked and they were normal. On (B)(6) 2014: positive for chlamydia and endocery. On (B)(6) 2015: negative for sexual transmission diseases and growth of abundant ureaplasma urealyctum. In 2015: fibrinogen that was 545 mg/dl and protein c reactive of 11.2 mg /d l. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality-safety evaluation of ptc. On 10-oct-2018: aemps number provided: ps/pf/48270. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("chronic pelvic pain"), allergy to metals ("reaction to essure"), pelvic inflammatory disease ("pelvic swelling sickness"), chlamydial pelvic inflammatory disease ("suspicious of inflammatory pelvic sickness/ minor pelvic swelling sickness/ positive for chlamydia and endocery"), genital haemorrhage ("genital bleeding continuously"), craniocerebral injury ("traumatism in the encephalic skull"), facial paralysis ("peripheral paralysis on the right side of the face") and pyelonephritis ("pyelonephritis") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatus hernia (at three months of gestation),), inguinal hernia (at three months of gestation),), umbilical hernia (at three months of gestation),), peritonitis (at three months of gestation),), multiple cesarean sections, migraine, drug allergy (allergy to hyoscine butylbromide (buscapina), nolotil and primperan), pelvic infection from 2005 to 2006 and menses irregular with excessive bleeding in (B)(6) 2010. Previously administered products included for an unreported indication: contraceptive ring. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("the first device was hard to be placed"), procedural pain ("the insertion was extremely painful"), vulvovaginal pain ("pain in vagina"), the first episode of pelvic pain ("pelvis pain") and the first episode of vaginal discharge ("leaving stains"). On (B)(6) 2010, the patient experienced the first episode of menorrhagia ("abundant menstruations for about two months"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), neck pain ("mechanic cervicalgia") and the first episode of dizziness ("secondary dizziness"). On (B)(6) 2010, the patient experienced accident at work ("work accident") and craniocerebral injury (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced the first episode of headache ("headache/ headache in the left side of the brain"), the first episode of vomiting ("vomiting/ vomits reactivated"), muscle strain ("overloaded of the left trapeze") and the second episode of dizziness ("secondary dizziness"). On (B)(6) 2010, the patient experienced the first episode of abdominal pain lower ("acute pain in left side"). In (B)(6) 2011, the patient experienced abdominal mass ("mass on her right side of the abdomen that was painful at touching") and abdominal tenderness ("mass on her right side of the abdomen that was painful at touching"). On (B)(6) 2011, the patient experienced the first episode of nausea ("nausea") and the second episode of headache ("headache"). On (B)(6) 2011, the patient experienced the second episode of menorrhagia ("hypermenorrhea"). On (B)(6) 2011, the patient experienced polymenorrhoea ("polymenorrhea") and fatigue ("tiredness"). On (B)(6) 2011, the patient experienced uterine polyp ("endometrial polyp"). On (B)(6) 2011, the patient experienced the first episode of metrorrhagia ("spotting intermenstrual with polycystic pattern"). On (B)(6) 2012, the patient experienced the third episode of headache ("headache"), the second episode of vomiting ("vomit") and photophobia ("photo phobia and lightning reflects"). On (B)(6) 2014, the patient experienced urinary tract infection ("recurrent urinary infection") and the third episode of menorrhagia ("abundant bleedings/ bleeding for over three weeks of evolution"). In (B)(6) 2014, the patient experienced the first episode of accident ("accidental fall over her left elbow") with musculoskeletal disorder. On (B)(6) 2014, the patient experienced the first episode of abdominal pain ("abdominal pain") and the second episode of metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient experienced chlamydial pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the second episode of vaginal discharge ("spotting which was brown"). In (B)(6) 2015, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced osteochondritis ("osteochondritis") with back pain. On (B)(6) 2015, the patient experienced back pain ("lumbar pain in left side"), diarrhoea ("diarrhea") and the first episode of pyrexia ("fever") and was found to have blood urine present ("urine blood"). On 26-mar-2015, the patient experienced the third episode of vomiting ("vomiting"). On (B)(6) 2015, the patient experienced renal pain ("pain in the renal fossa") and pyelonephritis (seriousness criterion medically significant). In 2015, the patient experienced post-traumatic pain ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity") and post procedural complication ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity"). On (B)(6) 2015, the patient experienced the second episode of abdominal pain ("abdominal pain"), the second episode of nausea ("nausea"), the fourth episode of vomiting ("vomiting") and asthenia ("weakness in general"). On (B)(6) 2015, the patient experienced the second episode of abdominal pain lower ("abdominal pain/ abdominal pain with cramps irradiating to left side/ abdominal pain in the hypogastric area") and the third episode of metrorrhagia ("metrorrhagias"). On (B)(6) 2015, the patient experienced menstrual disorder ("blood clots during menstruation"). On (B)(6) 2015, the patient experienced the second episode of pelvic pain (seriousness criteria hospitalization and intervention required) and allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2015, the patient experienced the second episode of pyrexia ("fever of 38.5") and the third episode of vaginal discharge ("abundant leucorrhea without odor"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced the second episode of accident ("accidental fall after being pushed"). On (B)(6) 2016, the patient experienced polycystic ovaries ("polycystic ovaries in which mucus is present"). On an unknown date, the patient was found to have weight decreased ("lost 7 kg weight since the insertion") and experienced paresis ("feeling of paresis"), hypoaesthesia ("hypoesthesia"), the fourth episode of metrorrhagia ("metrorrhagia"), epigastric discomfort ("epigastric syndrome"), tension headache ("tensional headache"), the third episode of pelvic pain ("gynecological pains"), adverse event ("adaptive syndrome"), depression ("depressed/ abandoned"), tooth loss ("tooth fell"), alopecia ("hair is weaker"), groin pain ("pains that went up from the groin to the costal site on the left side") and vaginal infection ("vaginal infections"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with antibiotics, dexketoprofen trometamol (enantyum), ibuprofen, ketorolac, metamizole sodium (metamizol), paracetamol, tramadol, tranexamic acid (amchafibrin) and surgery (salpingectomy bilateral via laparoscopy+ hysteroscopy on (B)(6) 2015 and essure devices removed.). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, pelvic inflammatory disease, back pain, the last episode of abdominal pain, the last episode of nausea, the last episode of vomiting, asthenia, the last episode of abdominal pain lower, the last episode of pyrexia, the last episode of vaginal discharge, post-traumatic pain and post procedural complication had not resolved and the chlamydial pelvic inflammatory disease, complication of device insertion, procedural pain, vulvovaginal pain, genital haemorrhage, accident at work, craniocerebral injury, neck pain, muscle strain, the last episode of dizziness, weight decreased, abdominal mass, abdominal tenderness, paresis, hypoaesthesia, the last episode of metrorrhagia, polymenorrhoea, fatigue, uterine polyp, the last episode of headache, photophobia, urinary tract infection, the last episode of menorrhagia, facial paralysis, osteochondritis, diarrhoea, blood urine present, renal pain, pyelonephritis, epigastric discomfort, tension headache, the last episode of pelvic pain, adverse event, menstrual disorder, the last episode of accident, polycystic ovaries, depression, tooth loss, alopecia, groin pain and vaginal infection outcome was unknown. The reporter considered abdominal mass, abdominal tenderness, accident at work, adverse event, allergy to metals, alopecia, asthenia, back pain, blood urine present, chlamydial pelvic inflammatory disease, complication of device insertion, craniocerebral injury, depression, diarrhoea, epigastric discomfort, facial paralysis, fatigue, genital haemorrhage, groin pain, hypoaesthesia, menstrual disorder, muscle strain, neck pain, osteochondritis, paresis, pelvic inflammatory disease, photophobia, polycystic ovaries, polymenorrhoea, post procedural complication, post-traumatic pain, procedural pain, pyelonephritis, renal pain, tension headache, tooth loss, urinary tract infection, uterine polyp, vaginal infection, vulvovaginal pain, weight decreased, the first episode of abdominal pain, the first episode of abdominal pain lower, the first episode of accident, the first episode of dizziness, the first episode of headache, the first episode of menorrhagia, the first episode of metrorrhagia, the first episode of nausea, the first episode of pelvic pain, the first episode of pyrexia, the first episode of vaginal discharge, the first episode of vomiting, the second episode of abdominal pain, the second episode of abdominal pain lower, the second episode of accident, the second episode of dizziness, the second episode of headache, the second episode of menorrhagia, the second episode of metrorrhagia, the second episode of nausea, the second episode of pelvic pain, the second episode of pyrexia, the second episode of vaginal discharge, the second episode of vomiting, the third episode of headache, the third episode of menorrhagia, the third episode of metrorrhagia, the third episode of pelvic pain, the third episode of vaginal discharge, the third episode of vomiting, the fourth episode of metrorrhagia and the fourth episode of vomiting to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2010, essure devices were placed by hysterectomy, without complications according to file. However, the patient stated that she did not received anesthesia and reported the pain was 4-5 comparing with giving birth. The first device was hard to be placed and the physician told that she was to narrow, after just seconds she tried to do it again. It was too painful that she was crying. Both devices were placed. By (B)(6) 2015, she still experienced pelvic pain, the following day while on consultation the physician suggested that essure was the cause of the pain. On (B)(6)2010, essure devices were checked and they were normal. After removing essure, she felt better so she considers as well as the physician that essure was the cause of the pain. Physician assessed essure was the cause for the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Hiv test - on (B)(6) 2015: results: negative. Hepatitis b virus test - on (B)(6) 2015: results: negative. Hepatitis c virus test - on (B)(6) 2015: results: negative. Human papilloma virus test - on (B)(6) 2015: results: positive; on (B)(6) 2016: results: negative. Pathology test - on (B)(6) 2015: results: fallopian tubes without alterations in histology. Pregnancy test - on (B)(6) 2011: results: was not pregnant. Streptococcus test - on (B)(6) 2015: results: streptococcus growth. Ultrasound scan - on (B)(6) 2011: results: endometrial polyp. On (B)(6) 2010, essure devices were checked and they were normal. On (B)(6) 2014: positive for chlamydia and endocery. On (B)(6) 2015: negative for sexual transmission diseases and growth of abundant ureaplasma urealyctum. In 2015: fibrinogen that was 545 mg/dl and protein c reactive of 11.2 mg /d l. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-dec-2018: reporter information updated. Events pains that went up from the groin to the costal site and vaginal infections added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("chronic pelvic pain"), allergy to metals ("reaction to essure"), pelvic inflammatory disease ("pelvic swelling sickness"), chlamydial pelvic inflammatory disease ("suspicious of inflammatory pelvic sickness/ minor pelvic swelling sickness/ positive for chlamydia and endocery"), genital haemorrhage ("genital bleeding continuously"), craniocerebral injury ("traumatism in the encephalic skull"), facial paralysis ("peripheral paralysis on the right side of the face") and pyelonephritis ("pyelonephritis") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hiatus hernia (at three months of gestation),), inguinal hernia (at three months of gestation),), umbilical hernia (at three months of gestation),), peritonitis (at three months of gestation),), c-section, migraine, drug allergy (allergy to hyoscine butylbromide (buscapina), nolotil and primperan), pelvic infection from 2005 to 2006 and menometrorrhagia in (B)(6) 2010. Previously administered products included for an unreported indication: contraceptive ring in 2005. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the first device was hard to be placed"), procedural pain ("the insertion was extremely painful"), vulvovaginal pain ("pain in vagina"), the first episode of pelvic pain ("pelvis pain") and the first episode of vaginal discharge ("leaving stains"). On (B)(6) 2010, the patient experienced the first episode of menorrhagia ("abundant menstruations for about two months"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), neck pain ("mechanic cervicalgia") and the first episode of dizziness ("secondary dizziness"). On (B)(6) 2010, the patient experienced accident at work ("work accident") and craniocerebral injury (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced the first episode of headache ("headache/ headache in the left side of the brain"), the first episode of vomiting ("vomiting/ vomits reactivated"), muscle strain ("overloaded of the left trapeze") and the second episode of dizziness ("secondary dizziness"). On (B)(6) 2010, the patient experienced the first episode of abdominal pain lower ("acute pain in left side"). In (B)(6) 2011, the patient experienced abdominal mass ("mass on her right side of the abdomen that was painful at touching") and the first episode of abdominal pain ("mass on her right side of the abdomen that was painful at touching"). On (B)(6) 2011, the patient experienced the first episode of nausea ("nausea") and the second episode of headache ("headache"). On (B)(6) 2011, the patient experienced the second episode of menorrhagia ("hypermenorrhea"). On (B)(6) 2011, the patient experienced polymenorrhoea ("polymenorrhea") and fatigue ("tiredness"). On (B)(6) 2011, the patient experienced uterine polyp ("endometrial polyp"). On (B)(6) 2011, the patient experienced the first episode of metrorrhagia ("spotting intermenstrual with polycystic pattern"). On (B)(6) 2012, the patient experienced the third episode of headache ("headache"), the second episode of vomiting ("vomit") and photophobia ("photo phobia and lightning reflects"). On (B)(6) 2014, the patient experienced urinary tract infection ("recurrent urinary infection") and the third episode of menorrhagia ("abundant bleedings/ bleeding for over three weeks of evolution"). In (B)(6) 2014, the patient experienced the first episode of accident ("accidental fall over her left elbow") with musculoskeletal disorder. On (B)(6) 2014, the patient experienced the second episode of abdominal pain ("abdominal pain") and the second episode of metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient experienced chlamydial pelvic inflammatory disease (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the second episode of vaginal discharge ("spotting which was brown"). In (B)(6) 2015, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced osteochondritis ("osteochondritis") with back pain. On (B)(6) 2015, the patient experienced back pain ("lumbar pain in left side"), diarrhoea ("diarrhea"), the first episode of pyrexia ("fever") and blood urine present ("urine blood"). On (B)(6) 2015, the patient experienced the third episode of vomiting ("vomiting"). On (B)(6) 2015, the patient experienced renal pain ("pain in the renal fossa") and pyelonephritis (seriousness criterion medically significant). In 2015, the patient experienced pain ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity") and injury ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity"). On (B)(6) 2015, the patient experienced the third episode of abdominal pain ("abdominal pain"), the second episode of nausea ("nausea"), the fourth episode of vomiting ("vomiting") and asthenia ("weakness in general"). On (B)(6) 2015, the patient experienced the second episode of abdominal pain lower ("abdominal pain/ abdominal pain with cramps irradiating to left side/ abdominal pain in the hypogastric area") and the third episode of metrorrhagia ("metrorrhagias"). On (B)(6) 2015, the patient experienced menstrual disorder ("blood clots during menstruation"). On (B)(6) 2015, the patient experienced the second episode of pelvic pain (seriousness criteria hospitalization and intervention required) and allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2015, the patient experienced the second episode of pyrexia ("fever of 38.5") and the third episode of vaginal discharge ("abundant leucorrhea without odor"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of accident ("accidental fall after being pushed"). On (B)(6) 2016, the patient experienced polycystic ovaries ("polycystic ovaries in which mucus is present"). On an unknown date, the patient experienced weight decreased ("lost 7 kg weight since the insertion"), paresis ("feeling of paresis"), hypoaesthesia ("hypoesthesia"), the fourth episode of metrorrhagia ("metrorrhagia"), epigastric discomfort ("epigastric syndrome"), tension headache ("tensional headache"), the third episode of pelvic pain ("gynecological pains"), adverse event ("adaptive syndrome"), depression ("depressed/ abandoned"), tooth loss ("tooth fell") and alopecia ("hair is weaker"). The patient was hospitalized from (B)(6) 2015. The patient was treated with tranexamic acid (amchafibrin), tramadol, ketorolac, metamizole sodium (metamizol), antibiotics, ibuprofen, dexketoprofen trometamol (enantyum), paracetamol, surgery (salpingectomy bilateral via laparoscopy+ hysteroscopy on (B)(6) 2015 and essure devices removed.) And surgery (salpingectomy bilateral via laparoscopy+ hysteroscopy on (B)(6) 2015 and essure devices removed.). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, pelvic inflammatory disease, back pain, the last episode of abdominal pain, the last episode of nausea, the last episode of vomiting, asthenia, the last episode of abdominal pain lower, the last episode of pyrexia, the last episode of vaginal discharge, pain and injury had not resolved and the chlamydial pelvic inflammatory disease, complication of device insertion, procedural pain, vulvovaginal pain, genital haemorrhage, accident at work, craniocerebral injury, neck pain, muscle strain, the last episode of dizziness, weight decreased, abdominal mass, paresis, hypoaesthesia, the last episode of metrorrhagia, polymenorrhoea, fatigue, uterine polyp, the last episode of headache, photophobia, urinary tract infection, the last episode of menorrhagia, facial paralysis, osteochondritis, diarrhoea, blood urine present, renal pain, pyelonephritis, epigastric discomfort, tension headache, the last episode of pelvic pain, adverse event, menstrual disorder, the last episode of accident, polycystic ovaries, depression, tooth loss and alopecia outcome was unknown. The reporter considered abdominal mass, accident at work, adverse event, allergy to metals, alopecia, asthenia, back pain, blood urine present, chlamydial pelvic inflammatory disease, complication of device insertion, craniocerebral injury, depression, diarrhoea, epigastric discomfort, facial paralysis, fatigue, genital haemorrhage, hypoaesthesia, injury, menstrual disorder, muscle strain, neck pain, osteochondritis, pain, paresis, pelvic inflammatory disease, photophobia, polycystic ovaries, polymenorrhoea, procedural pain, pyelonephritis, renal pain, tension headache, tooth loss, urinary tract infection, uterine polyp, vulvovaginal pain, weight decreased, the first episode of abdominal pain, the first episode of abdominal pain lower, the first episode of accident, the first episode of dizziness, the first episode of headache, the first episode of menorrhagia, the first episode of metrorrhagia, the first episode of nausea, the first episode of pelvic pain, the first episode of pyrexia, the first episode of vaginal discharge, the first episode of vomiting, the second episode of abdominal pain, the second episode of abdominal pain lower, the second episode of accident, the second episode of dizziness, the second episode of headache, the second episode of menorrhagia, the second episode of metrorrhagia, the second episode of nausea, the second episode of pelvic pain, the second episode of pyrexia, the second episode of vaginal discharge, the second episode of vomiting, the third episode of abdominal pain, the third episode of headache, the third episode of menorrhagia, the third episode of metrorrhagia, the third episode of pelvic pain, the third episode of vaginal discharge, the third episode of vomiting, the fourth episode of metrorrhagia and the fourth episode of vomiting to be related to essure. The reporter commented: on (B)(6) 2010, essure devices were placed by hysterectomy, without complications according to file. However, the patient stated that she did not received anesthesia and reported the pain was 4-5 comparing with giving birth. The first device was hard to be placed and the physician told that she was to narrow, after just seconds she tried to do it again. It was too painful that she was crying. Both devices were placed. By (B)(6) 2015, she still experienced pelvic pain, the following day while on consultation the physician suggested that essure was the cause of the pain. On (B)(6) 2010, essure devices were checked and they were normal. After removing essure, she felt better so she considers as well as the physician that essure was the cause of the pain. Physician assessed essure was the cause for the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). (B)(6) test - on (B)(6) 2015: (B)(6). (B)(6) virus test - on (B)(6) 2015: (B)(6). (B)(6) virus test - on (B)(6) 2015: (B)(6). (B)(6) test - on (B)(6) 2015: (B)(6); on (B)(6) 2016: (B)(6). Pathology test - on (B)(6) 2015: fallopian tubes without alterations in histology pregnancy test - on (B)(6) 2011: was not pregnant streptococcus test - on (B)(6) 2015: streptococcus growth ultrasound scan - on (B)(6) 2011: endometrial polyp on (B)(6) 2010, essure devices were checked and they were normal. On (B)(6) 2014: positive for chlamydia and endocery. On (B)(6) 2015: negative for sexual transmission diseases and growth of abundant ureaplasma urealyctum. In 2015: fibrinogen that was 545 mg/dl and protein c reactive of 11.2 mg /d l. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic pain recurren t'), device breakage ('travelling parts of the broken product inside the body'), allergy to metals ('reaction to essure'), pelvic inflammatory disease ('pelvic swelling sickness'), craniocerebral injury ('traumatism in the encephalic skull'), facial paralysis ('peripheral paralysis on the right side of the face'), pyelonephritis ('pyelonephritis'), chlamydial pelvic inflammatory disease ('suspicious of inflammatory pelvic sickness/ minor pelvic swelling sickness/ positive for chlamydia and endocery'), fallopian tube perforation ('organ tearing') and multiple episodes of abdominal pain ('abdominal pain / severe abdominal pain', 'abdominal pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding in (B)(6) 2010, pelvic infection from 2005 to 2006, hiatus hernia (at three months of gestation),), inguinal hernia (at three months of gestation),), umbilical hernia (at three months of gestation),), peritonitis (at three months of gestation),), multiple cesarean sections, migraine and drug allergy (allergy to hyoscine butylbromide (buscapina), nolotil and primperan). Previously administered products included for an unreported indication: contraceptive ring. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), complication of device insertion ("the first device was hard to be placed"), procedural pain ("the insertion was extremely painful"), vulvovaginal pain ("pain in vagina") and the first episode of vaginal discharge ("leaving stains"). On (B)(6) 2010, the patient experienced hypermenorrhea ("abundant menstruations for about two months / heavy bleeding during periods / hypermenorrhea, recurrent"). In (B)(6) 2010, the patient experienced genital haemorrhage ("genital bleeding continuously"), neck pain ("mechanic cervicalgia") and dizziness ("secondary dizziness, recurrent "). On (B)(6) 2010, the patient experienced craniocerebral injury (seriousness criterion medically significant) and accident at work ("work accident"). In (B)(6) 2010, the patient experienced headache ("headache/ headache in the left side of the brain / headache recurrent"), muscle strain ("overloaded of the left trapeze") and vomiting ("vomiting/ vomits reactivated, vomiting recurrent"). On (B)(6) 2010, the patient experienced left lower quadrant pain ("acute pain in left side"). In (B)(6) 2011, the patient experienced abdominal mass ("mass on her right side of the abdomen that was painful at touching") and abdominal tenderness ("mass on her right side of the abdomen that was painful at touching"). On (B)(6) 2011, the patient experienced the first episode of nausea ("nausea"). On (B)(6) 2011, the patient experienced polymenorrhoea ("polymenorrhea") and fatigue ("tiredness"). On (B)(6) 2011, the patient experienced uterine polyp ("endometrial polyp"). On (B)(6) 2011, the patient experienced spotting between menses ("spotting intermenstrual with polycystic pattern"). On (B)(6) 2012, the patient experienced photophobia ("photo phobia and lightning reflects"). On (B)(6) 2014, the patient experienced urinary tract infection ("recurrent urinary infection") and prolonged heavy periods ("abundant bleedings/ bleeding for over three weeks of evolution"). In (B)(6) 2014, the patient experienced the first episode of accident ("accidental fall over her left elbow") with musculoskeletal disorder. On (B)(6) 2014, the patient experienced the first episode of abdominal pain ("abdominal pain") and the first episode of intermenstrual bleeding ("metrorrhagia, recurrent"). On (B)(6) 2014, the patient experienced chlamydial pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the second episode of vaginal discharge ("spotting which was brown"). In (B)(6) 2015, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced osteochondritis ("osteochondritis") with back pain. On (B)(6) 2015, the patient experienced back pain ("lumbar pain in left side"), diarrhoea ("diarrhea") and the first episode of pyrexia ("fever") and was found to have blood urine present ("urine blood"). On (B)(6) 2015, the patient experienced pyelonephritis (seriousness criterion medically significant) and renal pain ("pain in the renal fossa"). In 2015, the patient experienced post-traumatic pain ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity") and post procedural complication ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity"). On (B)(6) 2015, the patient experienced the second episode of abdominal pain (seriousness criterion medically significant), the second episode of nausea ("nausea") and asthenia ("weakness in general"). On (B)(6) 2015, the patient experienced hypogastric pain ("abdominal pain/ abdominal pain with cramps irradiating to left side/ abdominal pain in the hypogastric area"). On (B)(6) 2015, the patient experienced menstrual disorder ("blood clots during menstruation"). On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2015, the patient experienced the second episode of pyrexia ("fever of 38.5") and leukorrhea ("abundant leucorrhea without odor"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced the second episode of accident ("accidental fall after being pushed"). On (B)(6) 2016, the patient experienced polycystic ovaries ("polycystic ovaries in which mucus is present"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain female ("gynecological pains"), paresis ("feeling of paresis"), hypoaesthesia ("hypoesthesia"), the second episode of intermenstrual bleeding ("metrorrhagia"), hypersensitivity ("allergy"), epigastric discomfort ("epigastric syndrome"), tension headache ("tensional headache"), adverse event ("adaptive syndrome"), fallopian tube perforation (seriousness criterion medically significant), depression ("depressed/ abandoned"), tooth loss ("tooth fell"), alopecia ("hair is weaker"), groin pain ("pains that went up from the groin to the costal site on the left side"), vaginal infection ("vaginal infections") and mental disorder ("psychological problems") and was found to have weight decreased ("lost 7 kg weight since the insertion"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with antibiotics, dexketoprofen trometamol (enantyum), ibuprofen, ketorolac, metamizole (metamizol), paracetamol, tramadol, tranexamic acid (amchafibrin) and surgery (salpingectomy bilateral via laparoscopy+ hysteroscopy on (B)(6) 2015 and essure devices removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, pelvic inflammatory disease, the last episode of abdominal pain, post-traumatic pain, back pain, vomiting, the last episode of nausea, asthenia, hypogastric pain, the last episode of pyrexia, leukorrhea and post procedural complication had not resolved and the device breakage, genital haemorrhage, craniocerebral injury, facial paralysis, pyelonephritis, chlamydial pelvic inflammatory disease, complication of device insertion, procedural pain, vulvovaginal pain, pelvic pain female, headache, hypermenorrhea, accident at work, neck pain, renal pain, dizziness, muscle strain, weight decreased, left lower quadrant pain, abdominal mass, abdominal tenderness, paresis, hypoaesthesia, the last episode of intermenstrual bleeding, spotting between menses, polymenorrhoea, fatigue, uterine polyp, photophobia, urinary tract infection, prolonged heavy periods, the last episode of vaginal discharge, osteochondritis, diarrhoea, blood urine present, hypersensitivity, epigastric discomfort, tension headache, adverse event, menstrual disorder, the last episode of accident, fallopian tube perforation, polycystic ovaries, depression, tooth loss, alopecia, groin pain, vaginal infection and mental disorder outcome was unknown. The reporter considered abdominal mass, abdominal tenderness, accident at work, adverse event, allergy to metals, alopecia, asthenia, back pain, blood urine present, chlamydial pelvic inflammatory disease, complication of device insertion, craniocerebral injury, depression, device breakage, diarrhoea, dizziness, epigastric discomfort, facial paralysis, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, headache, hypermenorrhea, hypersensitivity, hypoaesthesia, left lower quadrant pain, menstrual disorder, mental disorder, muscle strain, neck pain, osteochondritis, paresis, pelvic inflammatory disease, pelvic pain, photophobia, polycystic ovaries, polymenorrhoea, post procedural complication, post-traumatic pain, procedural pain, pyelonephritis, renal pain, spotting between menses, tension headache, tooth loss, urinary tract infection, uterine polyp, vaginal infection, vomiting, vulvovaginal pain, weight decreased, the first episode of abdominal pain, the first episode of accident, the first episode of nausea, the first episode of pyrexia, the first episode of vaginal discharge, hypogastric pain, pelvic pain female, prolonged heavy periods, the first episode of intermenstrual bleeding, the second episode of abdominal pain, the second episode of accident, the second episode of nausea, the second episode of pyrexia, the second episode of vaginal discharge, leukorrhea and the second episode of intermenstrual bleeding to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2010, essure devices were placed by hysterectomy, without complications according to file. However, the patient stated that she did not received anesthesia and reported the pain was 4-5 comparing with giving birth. The first device was hard to be placed and the physician told that she was to narrow, after just seconds she tried to do it again. It was too painful that she was crying. Both devices were placed. By (B)(6) 2015, she still experienced pelvic pain, the following day while on consultation the physician suggested that essure was the cause of the pain. On (B)(6) 2010, essure devices were checked and they were normal. After removing essure, she felt better so she considers as well as the physician that essure was the cause of the pain. Physician assessed essure was the cause for the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Hiv test - on (B)(6) 2015: results: negative. Hepatitis b virus test - on (B)(6) 2015: results: negative. Hepatitis c virus test - on (B)(6) 2015: results: negative. Human papilloma virus test - on (B)(6) 2015: results: positive; on (B)(6) 2016: results: negative. Pathology test - on (B)(6) 2015: results: fallopian tubes without alterations in histology. Pregnancy test - on (B)(6) 2011: results: was not pregnant. Streptococcus test - on (B)(6) 2015: results: streptococcus growth. Ultrasound scan - on (B)(6) 2011: results: endometrial polyp. On (B)(6) 2010, essure devices were checked and they were normal. On (B)(6) 2014: positive for chlamydia and endocery. On (B)(6) 2015: negative for sexual transmission diseases and growth of abundant ureaplasma urealyctum. In 2015: fibrinogen that was 545 mg/dl and protein c reactive of 11.2 mg /d l. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: the follow information were included new lawyer's reporter, abdominal pain was upgraded to serious adverse event, allergy nos, fallopian tube perforation, problems psychological, device breakage, pelvic pain was merged to pelvic pain and onset date updated from (B)(6) 215 to (B)(6) 2010, hypermenorrhea was merged to heavy menstrual bleeding , dizziness was merged to dizziness, headache was merged to headache metrorrhagia was merged to metrorrhagia vomiting was merged to vomiting recurrent. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), allergy to metals ('reaction to essure'), fallopian tube perforation ('organ tearing'), pelvic inflammatory disease ('pelvic swelling sickness'), craniocerebral injury ('traumatism in the encephalic skull'), facial paralysis ('peripheral paralysis on the right side of the face'), pyelonephritis ('pyelonephritis'), chlamydial pelvic inflammatory disease ('suspicious of inflammatory pelvic sickness/ minor pelvic swelling sickness/ positive for chlamydia and endocery'), multiple episodes of pelvic pain ('chronic pelvic pain / pelvic pain recurrent', 'gynecological pains') and multiple episodes of abdominal pain ('abdominal pain / severe abdominal pain', 'abdominal pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding in (B)(6) 2010, pelvic infection from 2005 to 2006, hiatus hernia (at three months of gestation),), inguinal hernia (at three months of gestation),), umbilical hernia (at three months of gestation),), peritonitis (at three months of gestation),), multiple cesarean sections, migraine and drug allergy (allergy to hyoscine butylbromide (buscapina), nolotil and primperan). Previously administered products included for an unreported indication: contraceptive ring. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced the first episode of pelvic pain (seriousness criteria hospitalization and intervention required), complication of device insertion ("the first device was hard to be placed"), procedural pain ("the insertion was extremely painful"), vulvovaginal pain ("pain in vagina") and the first episode of vaginal discharge ("leaving stains"). On (B)(6) 2010, the patient experienced hypermenorrhea ("abundant menstruations for about two months / heavy bleeding during periods / hypermenorrhea, recurrent"). In (B)(6) 2010, the patient experienced genital haemorrhage ("genital bleeding continuously"), neck pain ("mechanic cervicalgia") and dizziness ("secondary dizziness, recurrent "). On (B)(6) 2010, the patient experienced craniocerebral injury (seriousness criterion medically significant) and accident at work ("work accident"). In (B)(6) 2010, the patient experienced headache ("headache/ headache in the left side of the brain / headache recurrent"), muscle strain ("overloaded of the left trapeze") and vomiting ("vomiting/ vomits reactivated, vomiting recurrent"). On (B)(6) 2010, the patient experienced left lower quadrant pain ("acute pain in left side"). In (B)(6) 2011, the patient experienced abdominal mass ("mass on her right side of the abdomen that was painful at touching") and abdominal tenderness ("mass on her right side of the abdomen that was painful at touching"). On (B)(6) 2011, the patient experienced the first episode of nausea ("nausea"). On (B)(6) 2011, the patient experienced polymenorrhoea ("polymenorrhea") and fatigue ("tiredness"). On (B)(6) 2011, the patient experienced uterine polyp ("endometrial polyp"). On (B)(6) 2011, the patient experienced spotting between menses ("spotting intermenstrual with polycystic pattern"). On (B)(6) 2012, the patient experienced photophobia ("photo phobia and lightning reflects"). On (B)(6) 2014, the patient experienced urinary tract infection ("recurrent urinary infection") and prolonged heavy periods ("abundant bleedings/ bleeding for over three weeks of evolution"). In (B)(6) 2014, the patient experienced the first episode of accident ("accidental fall over her left elbow") with musculoskeletal disorder. On (B)(6) 2014, the patient experienced the first episode of abdominal pain ("abdominal pain") and the first episode of intermenstrual bleeding ("metrorrhagia, recurrent"). On (B)(6) 2014, the patient experienced chlamydial pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the second episode of vaginal discharge ("spotting which was brown"). In (B)(6) 2015, the patient experienced facial paralysis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced osteochondritis ("osteochondritis") with back pain. On (B)(6) 2015, the patient experienced back pain ("lumbar pain in left side"), diarrhoea ("diarrhea") and the first episode of pyrexia ("fever") and was found to have blood urine present ("urine blood"). On (B)(6) 2015, the patient experienced pyelonephritis (seriousness criterion medically significant) and renal pain ("pain in the renal fossa"). In 2015, the patient experienced post-traumatic pain ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity") and post procedural complication ("lot of pain after accidental fall with diagnose of post-surgery traumatism secondary with low intensity"). On (B)(6) 2015, the patient experienced the second episode of abdominal pain (seriousness criterion medically significant), the second episode of nausea ("nausea") and asthenia ("weakness in general"). On (B)(6) 2015, the patient experienced hypogastric pain ("abdominal pain/ abdominal pain with cramps irradiating to left side/ abdominal pain in the hypogastric area"). On (B)(6) 2015, the patient experienced menstrual disorder ("blood clots during menstruation"). On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2015, the patient experienced the second episode of pyrexia ("fever of 38.5") and leukorrhea ("abundant leucorrhea without odor"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced the second episode of accident ("accidental fall after being pushed"). On (B)(6) 2016, the patient experienced polycystic ovaries ("polycystic ovaries in which mucus is present"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion intervention required), the second episode of pelvic pain ("gynecological pains"), paresis ("feeling of paresis"), hypoaesthesia ("hypoesthesia"), the second episode of intermenstrual bleeding ("metrorrhagia"), hypersensitivity ("allergy"), epigastric discomfort ("epigastric syndrome"), tension headache ("tensional headache"), adverse event ("adaptive syndrome"), depression ("depressed/ abandoned"), tooth loss ("tooth fell"), alopecia ("hair is weaker"), groin pain ("pains that went up from the groin to the costal site on the left side"), vaginal infection ("vaginal infections") and mental disorder ("psychological problems") and was found to have weight decreased ("lost 7 kg weight since the insertion"). The patient was hospitalized from (B)(6) 2015. The patient was treated with antibiotics, dexketoprofen trometamol (enantyum), ibuprofen, ketorolac, metamizole (metamizol), paracetamol, tramadol, tranexamic acid (amchafibrin) and surgery (salpingectomy bilateral via laparoscopy+ hysteroscopy on (B)(6) 2015 and essure devices removed.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, craniocerebral injury, genital haemorrhage, facial paralysis, pyelonephritis, chlamydial pelvic inflammatory disease, complication of device insertion, procedural pain, vulvovaginal pain, the last episode of pelvic pain, headache, hypermenorrhea, accident at work, neck pain, renal pain, dizziness, muscle strain, weight decreased, left lower quadrant pain, abdominal mass, abdominal tenderness, paresis, hypoaesthesia, the last episode of intermenstrual bleeding, spotting between menses, polymenorrhoea, fatigue, uterine polyp, photophobia, urinary tract infection, prolonged heavy periods, the last episode of vaginal discharge, osteochondritis, diarrhoea, blood urine present, hypersensitivity, epigastric discomfort, tension headache, adverse event, menstrual disorder, the last episode of accident, polycystic ovaries, depression, tooth loss, alopecia, groin pain, vaginal infection and mental disorder outcome was unknown and the allergy to metals, pelvic inflammatory disease, the last episode of abdominal pain, post-traumatic pain, back pain, vomiting, the last episode of nausea, asthenia, hypogastric pain, the last episode of pyrexia, leukorrhea and post procedural complication had not resolved. The reporter considered abdominal mass, abdominal tenderness, accident at work, adverse event, allergy to metals, alopecia, asthenia, back pain, blood urine present, chlamydial pelvic inflammatory disease, complication of device insertion, craniocerebral injury, depression, device breakage, diarrhoea, dizziness, epigastric discomfort, facial paralysis, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, headache, hypermenorrhea, hypersensitivity, hypoaesthesia, left lower quadrant pain, menstrual disorder, mental disorder, muscle strain, neck pain, osteochondritis, paresis, pelvic inflammatory disease, photophobia, polycystic ovaries, polymenorrhoea, post procedural complication, post-traumatic pain, procedural pain, pyelonephritis, renal pain, spotting between menses, tension headache, tooth loss, urinary tract infection, uterine polyp, vaginal infection, vomiting, vulvovaginal pain, weight decreased, the first episode of abdominal pain, the first episode of accident, the first episode of nausea, the first episode of pelvic pain, the first episode of pyrexia, the first episode of vaginal discharge, hypogastric pain, prolonged heavy periods, the first episode of intermenstrual bleeding, the second episode of abdominal pain, the second episode of accident, the second episode of nausea, the second episode of pelvic pain, the second episode of pyrexia, the second episode of vaginal discharge, leukorrhea and the second episode of intermenstrual bleeding to be related to essure. The reporter commented: on (B)(6) 2010, essure devices were placed by hysterectomy, without complications according to file. However, the patient stated that she did not received anesthesia and reported the pain was 4-5 comparing with giving birth. The first device was hard to be placed and the physician told that she was to narrow, after just seconds she tried to do it again. It was too painful that she was crying. Both devices were placed. By (B)(6) 2015, she still experienced pelvic pain, the following day while on consultation the physician suggested that essure was the cause of the pain. On (B)(6) 2010, essure devices were checked and they were normal. After removing essure, she felt better so she considers as well as the physician that essure was the cause of the pain. Physician assessed essure was the cause for the events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Hiv test - on (B)(6) 2015: results: negative. Hepatitis b virus test - on (B)(6) 2015: results: negative. Hepatitis c virus test - on (B)(6) 2015: results: negative. Human papilloma virus test - on (B)(6) 2015: results: positive; on (B)(6) 2016: results: negative. Pathology test - on (B)(6) 2015: results: fallopian tubes without alterations in histology. Pregnancy test - on (B)(6) 2011: results: was not pregnant. Streptococcus test - on (B)(6) 2015: results: streptococcus growth. Ultrasound scan - on (B)(6) 2011: results: endometrial polyp. On (B)(6) 2010, essure devices were checked and they were normal. On (B)(6) 2014: positive for chlamydia and endocery. On (B)(6) 2015: negative for sexual transmission diseases and growth of abundant ureaplasma urealyctum. In 2015: fibrinogen that was 545 mg/dl and protein c reactive of 11.2 mg /d l. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jan-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.